Manufacturer narrative:
The pump was received with a severely scratched display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was scratched but that the screen could still be read. The blood glucose reading was 111 mg/dl. The customer reported that the insulin pump was dropped and had deep scratches on the display. The customer reported that the insulin pump functioned properly but that the view was hindered. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.